Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the motor and gear seized, jammed and were moving heavy. It was further determined that the device was extremely dirty from the inside and the internal motor was stuck and did not work. It was determined that the motor and gear were damaged and the system did not work properly. It was further determined that the device failed for check for untrue running, check for excessive noise and for check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.